Manufacturer narrative:
Initial reporter- fax: +1(954)564-1725. Initial reporter- fax: +1(954)565-4162. Initial reporter- fax: +1(954)564-1721. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left-side deflation. Device has been explanted and replaced.